Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The receiver charge and boot up passed. The log was downloaded and reviewed, and signal loss was not found within the investigation window. Test on receiver functional test station was performed and it passed all tests. Perform paring\calibration\performance\range test passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.